Event description:
Info received indicates the brake will not hold when the brake pedal is set.

Manufacturer narrative:
The technician isolated the issue to the head end brake caster. He adjusted the caster, applied the brake and the brake held properly.